Event description:
It was reported that bd phaseal¿ l connector c90j had foreign matter in the infusion bag. This was discovered during use. The following information was provided by the initial reporter: after preparing abraxane, fm was found in the infusion bag. Hcp has no idea when the fm is mixed(created).

Manufacturer narrative:
The following fields have been updated with corrections: b.3. Date of event: unknown. The date received by manufacturer has been used for this field. G.4. Date received by manufacturer: 2019-10-10.

Manufacturer narrative:
H.6. Investigation summary one c90j connector, along with one infusion bag, two protectors, and one injector attached to a syringe was returned to our quality team for evaluation. The product was visually inspected, the spike was properly connected to the stopper of the infusion bag and no issues were observed with the connector, however, small particles were observed inside the infusion bag that was returned with this product. Characterization testing was performed and found the pieces were consistent with the stopper of the infusion bag. Fragmentation testing is performed during manufacturing to evaluate any particulates generated after ten activations. As the lot involved in this incident is unknown, a device history review could not be performed. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. It is important to ensure the vial is not expired as that can impact the quality of the rubber stopper. Since there are several factor that impact coring, we are not able to identify a definitive root cause at this time. Complaints received for this device and reported issue will continue to be tracked and trended for future occurrence.

Event description:
It was reported that bd phaseal¿ l connector c90j had foreign matter in the infusion bag. This was discovered during use. The following information was provided by the initial reporter: after preparing abraxane, fm was found in the infusion bag. Hcp has no idea when the fm is mixed(created).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd phaseal¿ l connector c90j had foreign matter in the infusion bag. This was discovered during use. The following information was provided by the initial reporter: after preparing abraxane, fm was found in the infusion bag. Hcp has no idea when the fm is mixed (created).